Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got into the river while wearing her insulin pump and she received an unexpected restart error alarm. The customer was unable to clear the alarm. She also found condensation behind the lcd screen and where the battery goes. The patient's blood glucose at the time of incident was 242 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with scrambled display due to moisture damaged lcd board and with corroded motor home switch. Unable to verify a21 error alarm due to scrambled display however, using a test lcd board, all the buttons of the functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.